Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk, lead: model 3391s-40, lot# v159340, implanted: 2009 (B)(6), explanted: unk.

Event description:
It was reported that there was low lead impedance on the right lead electrode pair 0 <(>&<)> 3 of 63 ohms. The low impedance was programmed around and the issue resolved without sequela on 2011 (B)(6).

Event description:
It was further clarified that the event resolved on (B)(6).